Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument associated with this complaint and completed its investigation. Failure analysis (fa) identified blade damage on the instrument, which is related to the customer reported complaint. Both of the instrument blade edges were indented. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's wrist action did not operate correctly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found upon inspection. The issue occurred with the surgeon's head inside the surgeon side cart (ssc) high-resolution stereo viewer (hrsv) and while the surgeon attempted to manipulate the instrument. The failure was related to an inability to move the instrument at all (e.g., static instrument). It is unknown if the movements of the surgeon scaled appropriately to the instrument or if the instrument moved in the intended direction. It is unknown if the timing of the instrument movement was appropriate. It is unknown if there was any shakiness and/or friction experienced/observed. It is unknown if there was any instrument-to-instrument or system arm-to-arm interference or external collisions. It is unknown if the issue was intermittent or persistent. The instrument was replaced to resolve the issue. The drape used is not available for return, but the mega suturecut needle driver instrument will be returned for evaluation. There are no images or video recordings of the procedure available for review.